Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter: max zero unable to be removed from hub of PICC line. Top of line is still attached to needle-free connector.

Manufacturer narrative:
Investigation result: two mz1000 samples were received without packaging for investigation. One of the samples was received with a green cap on the male luer, and the other was connected to a catheter. The customer did not provide any lot information and reported that they were unable disconnect the maxzero from the connecting product. Visual inspection of the sample with the green cap did not identify any obvious signs of damage; furthermore the cap could be disconnected without any resistance experienced. Functional testing confirmed the connection between the maxzero and other bd stock products remained secured; furthermore no connection or disconnection issues were experienced throughout testing. A visual inspection of the second returned maxzero identified that the catheter had broken, and it was not possible to sufficiently grip the component to disconnect it; however there was no obvious signs of damage to the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed the lot number to potentially be 24115292. A review of the production records for lot 24115292 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz1000 product in the past 12 months.

Event description:
No additional information.